Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the recharger telemetry module (rtm) cord was frayed and the patient was not getting a good connection anymore. As a result, the patient has not been able to use the rtm since the friday prior to report. The patient reported the rtm physically burned the patient's skin and left red marks. A replacement rtm was sent to the patient.